Event description:
It was reported the insulin was gushing out. Customer stated that after holding the act button to fill tubing the piston did not stop and there was too much insulin gushing out from the tubing. Customer's blood glucose was 6.7 mmol/l. No further information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.